Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a radio frequency ablation procedure using an intellanav stablepoint open-irrigated catheter the patient experienced cardiac tamponade. When the procedure was completed, it was noted the echocardiogram was normal. Three hours after the procedure cardiac tamponade was identified. A pericardiocentesis was performed and 200cc of fluids were drained. No further patient complications were noted, and the patient recovered. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.